Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer woke up with elevated blood glucose levels (472 mg/dl). Troubleshooting was performed and pump appears to be functioning as expected. Customer delivered correction boluses to stabilize blood glucose levels.